Event description:
Device experienced set ID failures in the field. Device was returned to undergo the set ID recall/ rework. Rework for this device was completed and set ID was replaced per procedure. A review of the logs showed no comments or quality deficiencies related to fluid ingress or other damage to the set ID/ bubble detector. The pump was able to pass testing and was released after undergoing quality review.

Event description:
The following has been reported: "biomed reported tubing set errors. No patient harm." Preliminary evaluation shows that this was a set ID sensor failure; although this issue did not stop an active infusion, it is being reported as a conservative measure. Reporting due to the referenced issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.